Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hosp reported that at the very end of an endoscopic vein harvesting procedure, the hemopro activation switch stuck on the closed position causing the hemopro device to not shut off. The physician's assistant was on the last branch so he managed to complete the procedure using the same device. The hemopro power supply setting was 3.0 per IFU recommendations. There hospital did not report any pt complications.